Event description:
Patient had a spinal surgery in 2008 with the pedicle screw implanted along with other hardware. Five months later, patient presented to physician's office with complaint of a newly developed pain over the last week. X-ray indicated the screw to be fractured. Patient returned to surgery five days later, for removal and replacement of fractured screw and other hardware. Dates of use: 2008. Diagnosis or reason for use: spondylolisthesis at l5-s1.